Manufacturer narrative:
(B) (4) eval of the returned product shows that the sensor pad does not work correctly. When the pressure was released from the sensor pad, the alarm tone does sound and passed testing. The returned sensor pad was received with a crease on it. (B) (4).

Event description:
Customer claims that the sensor pad does not work when it is attached to the alarm, there is no alarm tone. There was no pt injury reported.